Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to the patient, crack. Evaluation: visual inspection of the returned lens showed the optic was torn and more than half of the haptic was torn off and missing. There was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been opened to address issues related to cracked optic with this lens. (B)(4).

Event description:
It was reported that the customer was having issues with the optic cracking in the center of the aq2010v three piece silicone lens after it is inserted into the eye. The lens was removed without any injury to the patient.